Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded data log did not confirm the reported event of a hardware error code.

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Foreign distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.